Manufacturer narrative:
Service inspected the instrument and found the ict modle and ict probe were worn. The parts were replaced, and the issue was resolved. The ict module is used for the analysis of electrolytes on the alinity c processing module. Review of the instrument service history revealed no additional tickets associated with the complaint issue. A review of trending data associated with the ict modle and ict probe did not identify any trends. Additionally, a review of tracking and trending for the alinity c processing module did not identify any trends. Review of manufacturing documentation did not identify any non-conformances or potential non-conformances. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module (B)(6) nor the ict modle and ict probe.

Event description:
The customer reported a falsely elevated potassium result generated on the alinity c processing module for one sample. The following data was provided (customer provided reference range: 3.5 to 4.4 mmol/l): (B)(6) 2026, sid (B)(6) ((B)(6) male patient): initial result = 3.9 mmol/l, repeats = 6.8 mmol/l and 4.1 mmol/l. No impact to patient management was reported.

Event description:
The customer reported a falsely elevated potassium result generated on the alinity c processing module for one sample. The following data was provided (customer provided reference range: 3.5 to 4.4 mmol/l): on (B)(6) 2026, sid (B)(6), (B)(6) year old male patient): initial result = 3.9 mmol/l, repeats = 6.8 mmol/l and 4.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.